Event description:
On 12/11/2009, lifescan became aware of maude adverse event report. A pt/layperson had voluntarily reported the alleged incident of (B) (6) 2007 to FDA in (B) (6) 2007. The info in the maude adverse event report was documented as follows: "tested blood glucose level with one touch mini. Read result on meter screen upside down. Dosed novolog insulin coverage for 522 mg/dl. Actual blood glucose was 225 mg/dl. On basal/bolus regimen with carbohydrate counting. Took novolog, ate lunch then was driving his car. Woke up to paramedics, no recollection of events prior to this. Blood glucose per squad reportedly 38 mg/dl. Fortunately, no injury/accident. Pt did not realize what happened to cause hypoglycemic event until office visit today and review of blood glucose levels in meter. I am interested if this has happened to anyone else. Dates of use: 2007. Diagnosis or reason for use: diabetes mellitus type 1." The pt's info, meter's serial number, and test strip lot number were not provided. The report from FDA indicated that this report had been submitted to lifescan; however, we cannot confirm that such a complaint was ever received. Because it is unk whether the pt or the reporter also contacted lifescan, this senior medical surveillance specialist called the office of surveillance and ((B) (4)) on 01/05/2010 to obtain the reporter's name and phone number. The FDA rep, (B) (4), could not release the info because the reporter had wished to remain anonymous. Therefore, the complaint is reported due to a medwatch report indicating that a pt took insulin based on a result that may have been misinterpreted and later was treated for a hypoglycemic episode by hcps.

Manufacturer narrative:
Lifescan (lfs) is unable to request return of the subject product(s) for eval since the pt requests anonymity.